Manufacturer narrative:
The impella device was not received from the customer and therefore,¿an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed.

Event description:
The user facility reported a 79-year-old female undergoing cardiac surgery was implanted with an impella device for mechanical circulatory support. The impella cp was inserted and started but it was unable to get flows above 1l/min. Placement was confirmed under fluoro. The cp was pulled out and a new cp was placed successfully. There was no patient harm.

Manufacturer narrative:
The investigation for the low pump flow has been completed. The impella was not returned for evaluation. Data logw were reviewed finding that a suction alarm occurred. No positioning issue occurred. There were no issues found to confirm the cause of reported issue. The cause of the low pump flow issue cannot be determined since the complaint device not retuned for investigation. D4-corrected model number.